Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a broken black conductor wire. A backup same instrument was used. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was not fully broken. There was a scratch on the tip of the conductor wire. The internal wires were not exposed. There was no thermal damage. The maryland bipolar forceps instrument operated as expected and energized properly during the previous procedure usage.